Manufacturer narrative:
Unit was received with normal operating currents. Also passed self-test, a21 error test, rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 lbs during prime/a33 test due to faulty fsr (gold). Unable to test for excessive no delivery alarms due to prime anomaly. No motor error alarm noted during testing. Motor was tested outside of the device and passed. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads,cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that the insulin pump had two motor error alarms. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.